Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2006 and ventrio patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both device. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio patch (device #2). An additional emdr was submitted to represent the bard/davol ventralex hernia patch (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch on (B)(6) 2006 and ventrio patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both device. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with ventralex mesh (device 1). Per operative notes, ¿a fascial defect with large piece incarcerated umbilical fat in the infraumbilical area was noted. A large hernia sac with omental fat incarcerated was reduced and secured circumferentially. The umbilical skin adherent to sac was divided and removed and closed with sutures. The overlying fascial defect was closed and reapproximated with sutures. The ventralex mesh (device 1) was placed over the umbilical hernia defect in preperitoneal space closed and secured with sutures. The wound was irrigated and closed with sutures.¿ (B)(6) 2010 ¿ patient was diagnosed with incarcerated recurrent ventral hernia and pain thereby underwent open repair with implant of ventrio mesh (device 2). Per operative notes, ¿a recurrent incarcerated ventral hernia in the midline infraumbilical area was noted. The hernia contents with omentum and mild swiss cheese hernia defect was noted. The prior mesh (device 1) was secured inferiorly and medially. The omentum was dissected off the fascia and hernia contents were reduced. The defects were closed with sutures and ventrio mesh (device 2) was placed and tacked down to the fascia and secured with sutures. The wound was irrigated reapproximated with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex mesh. (Device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.